Manufacturer narrative:
During the requested site visit, the field service representative found that the cuvette washer was overflowing. The issue was resolved by tightening the washer head and washing the cuvettes. Return testing was not completed as returns were not available. A review of the architect analyzer, serial number (B)(6), service history, identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the current complaint. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. Furthermore, the manual addresses troubleshooting of depressed and erratic sample results. A review of historical data for the cuvette washer, c4 (rohs) (ln 7-205198-01) did not identify any trends, systemic issues, or nonconformances. The product monitoring review for clinical chemistry systems found no trends and no similar issues for discrepant results as described in this complaint for the architect c4000. Based on the investigation, no systemic issue or deficiency of the architect c4000 analyzer, sn (B)(6), or the cuvette washer, c4 (rohs) (ln 7-205198-01) was identified.

Manufacturer narrative:
Multiple: sids': (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2020, sid: (B)(6) on serial number: (B)(6) = 114meq/l / retest = 139 (normal range 136-145meq/l); sid: (B)(6); na = 105 / retest = 139meq/l; sid: (B)(6); na = 108 / retest = 141meq/l. There was no reported impact to patient management.